Manufacturer narrative:
(B)(4). Corrected data the analysis found that one ec60a device was returned and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and without any apparent damage. After further analysis the articulation mechanism was noted to be damaged as it would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the firing trigger needed to be assisted on the 3rd stroke in order to engage the reverse mechanism to return the knife to the home position to open the device. A CT scan of the handle of the device identified a potential misassemble of the key gear to the d gear. The gears are off by at least one tooth causing the key axle to not fully engage with the d gear upon shifting. The device was disassembled to verify the condition of the internal components and the firing trigger plate and d gear were found to be misassembled not allowing that the knife returns to home position. No conclusion could be reached as to how the firing trigger and d gear were misassembled, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n53e0c. Additional information received: the surgeon performed the case laparoscopically, and needed to make an additional incision to insert the contour. No change to the patient¿s post operative care. The patient is recovering as normal. Additional information requested but unavailable: what tissue was device attempted to be fired on? What troubleshooting steps were taken to open the device? Was the firing lever completely open prior to pushing the red release button? Did the case start laparoscopic or open? How long was the additional incision to insert the contour device? How was the nurse able to open the device after removal from patient? How was the procedure completed? The analysis found that one ec60a device was returned in good visual condition and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. Furthermore, the device was assisted in order to return the knife to home and then, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife did not back to home position thus, the device would not open. The device was disassembled to verify the condition of the internal components and the spring pawl was noted to be deformed (extended beyond to normal conditions), not allowing that the knife returns to home position. No conclusion could be reached as to how the pawl spring became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a hartmann's reversal procedure, it is claimed that during the procedure the surgeon had difficulty firing the stapling device. It was the first firing of the device and the surgeon was using a vascular reload, he was able to advance the device to stage 3 of the firing cycle but then he could not return the knife blade. After trying to squeeze the firing trigger to return the blade, he then pushed the red knife direction button downwards and tried to close the trigger but the knife blade would not move. After trying this a few times ,the surgeon then decided to make an incision in the patient and insert a contour stapling device and he proceeded to cut the echelon device off the tissue using the contour. Once out of the patient, the scrub nurse was able to open the jaws of the device. The device was articulated when it was inside the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2016. Additional information received: what tissue was device attempted to be fired on? Bowel using a white/vascular reload. What troubleshooting steps were taken to open the device? The surgeon pressed the red button (knife reversal button) down and tried to squeeze the handles plastic to plastic but nothing happened. They then cut the device out of the tissue and when the device was removed the scrub nurse was able to open the device by pressing the red button down and squeezing the handles plastic to plastic. Was the firing lever completely open prior to pushing the red release button? Yes I think so. Did the case start laparoscopic or open? Laparoscopic. How long was the additional incision to insert the contour device? A few centimeters. How was the nurse able to open the device after removal from patient? She followed the normal procedure of pressing down the red button and closing the firing trigger. How was the procedure completed? As normal once the echelon was removed.